Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the imaging system. The door cable slides were replaced and the door winch was adjusted. The door and covers from the gantry were also adjusted. Codes: b01, c07, and d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429. Product ID: bi71000273. H3: a medtronic representative went to the site to test the equipment. Testing revealed that it was possible to reproduce the reported issue. There were broken door sliders and a misaligned door. The door was adjusted; however, the sliders and door winch require replacement to be fully operative. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a laser ablation procedure with an automated trajectory guidance unit. It was reported that the gantry door was not closing or opening. There was no reported impact on patient outcome. There was a delay of thirty minutes due to the reported issue.